Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28march2019. The customer confirmed the reported battery issue. The customer replaced the battery to address the reported problem.

Event description:
The caller reported that the unit would not operate from battery. There was no patient involvement. Event date not specified, estimate used.